Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(6) of 2007. The field svc engineer (fse) inspected the damaged ups at the site and was unable to determine the root cause of the fire. The damaged part was replaced and sent back to the supplier (B)(4) for an investigation. Due to the excessive damage, an investigation into the event could not be performed and no root cause could be determined. (B)(4).

Event description:
Philips rec'd a report that the customer stated that when entering an exam the technologist smelled something burning. A few seconds later flames were noticed coming from the uninterrupted power supply (ups), and the fire was put out with a fire extinguisher. It was confirmed that the apc ups started on fire. The fire damage was confined to the ups only. There was no report of operator or pt involvement.